Event description:
It was reported by service report that the fowler was not able to be raised. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - set screw, fowler.